Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported that the patient developed an abscess underneath the sensor patch. On (B)(6) 2019 the patient was taken to the doctor to have the abscess lanced and was prescribed bactrim to clear the infection. At the time of contact, it was indicated that the patient¿s abscess has healed. No additional event or patient information is available.